Manufacturer narrative:
Per the user guide, "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." "Do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer provided a blood glucose of 200 mg/dl. Reportedly, the customer had reused the cartridge and had been injecting and removing insulin from the cartridge outside of the load sequence. The customer completed a supply change to resolve the alarm.